Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 16 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent struts were lifted up. The procedure was completed with a synergy stent. No patient complications were reported and the patient's status was good.